Manufacturer narrative:
Technician services evaluated the returned device and confirmed the image issue. The blade was scrapped and the customer was sent a replacement. The product issue will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, there was no image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.